Event description:
Info received indicates pump experienced error code 45.

Manufacturer narrative:
Serial# (B)(4) is part of recall #z-1870-2011. This MDR is being filed as part of a retrospective review for reportability.